Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The procedure date was (B)(6) 2010. According to the complainant, during the procedure at about 6.5 minutes into the ablation, they noted a 5cc drop in fluid volume. The physician checked and found the 4x4 gauze under the vagina was damp with warm fluid, not hot. The physician replaced the 4x4 gauze and completed the procedure with no further fluid drop noted. There were no reported alarm messages generated on the console unit. It was reported, "post procedure, a burn to the patient's distal third of the vaginal opening on the patient's right side." The burn was 2.5 x 2 centimeters and was classified as superficial by the physician. The physician treated the burn with silvadene cream. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The product has not been returned, since it was retained. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.